Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. It was determined that the persona cut guide and agc 3.2mm drill are functionally compatible, however, this combination is not approved/cleared for use or a legally-marketed combination. The root cause of the reported issue is attributed to off-label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint sample was returned and visual examination of the product identified that the zero degree guide holes were damaged. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill pin became jammed in the cut guide. The surgeon attempted to use the cut guide with multiple different pins, however, the cut guide continued to jam. No adverse events were reported as a result of this malfunction.